Manufacturer narrative:
The UDI was missing in the initial report, which was added to this additional report -1.

Event description:
Reference MFR. Report number: 1627487-2019-00006.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Reference MFR. Report number: 1627487-2019-00006. It was reported that during a revision of lead at l1 it was discovered that the lead at t12 was fractured. So, the physician explanted and replaced both leads. Therapy restored post-operatively.